Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("left unilateral chronic inflammation of fallopian tube"), pelvic pain ("severe pelvic pain / pain") and gastrointestinal disorder ("bowel problems / bowel problem / gi problem") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder (seriousness criterion medically significant), constipation ("severe constipation / constipation"), dysmenorrhoea ("dysmenorrhea (cramping)") and irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced abdominal pain ("severe abdominal pain / abdomen aching"), back pain ("severe lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain upper ("pain in left upper quadrant"), muscle spasms ("leg cramps"), joint swelling ("ankle swelling") and ovarian cyst ("ovarian cyst"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), diarrhoea ("explosive humiliating diarrhea"), uterine inflammation ("uterus and cervix -chronic inflammation"), metaplasia ("squamous metaplasia"), asthma ("asthma"), cervix inflammation ("uterus and cervix -chronic inflammation"), flushing ("flushes"), pain in extremity ("leg pain"), malaise ("sick") and fatigue ("tired"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy), surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (hemorrhoidectomy). Essure was removed on (B)(6) 2012. At the time of the report, the salpingitis, vaginal haemorrhage, menorrhagia, abdominal pain upper, dysmenorrhoea, alopecia, irritable bowel syndrome, muscle spasms, joint swelling, migraine, headache, ovarian cyst, uterine inflammation, metaplasia, asthma, cervix inflammation, flushing, pain in extremity, malaise and fatigue outcome was unknown, the pelvic pain, gastrointestinal disorder, abdominal pain, back pain and constipation had resolved and the procedural pain was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, asthma, back pain, cervix inflammation, constipation, diarrhoea, dysmenorrhoea, fatigue, flushing, gastrointestinal disorder, headache, irritable bowel syndrome, joint swelling, malaise, menorrhagia, metaplasia, migraine, muscle spasms, ovarian cyst, pain in extremity, pelvic pain, procedural pain, salpingitis, uterine inflammation and vaginal haemorrhage to be related to essure. The reporter commented: essure insert right fallopian tube with coils trailing into uterine cavity was 2. Opposite tube, essure inserted with expanded coils trailing was 3. Had some symptoms related to her essure implants with a possibly related diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes on (B)(6) 2012, surgical pathology report showed uterus, cervix, tubes. Cervix: chronic inflammation, squamous metaplasia. Fallopian tube, left: chronic inflammation, focal gross: on detaching the left fallopian tube from the body of the uterus, a thin coiled wire is exposed. Right fallopian tube: a thin coiled metal wire is exposed at the point of attachment. (B)(6) 2012- urine analsis , stomach x ray ,ultrasound and papsmear test was performed. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, salpingitis. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media received- new events added- leg pain, flushes, sick , tired, were added.new reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of salpingitis ("left unilateral chronic inflammation of fallopian tube"), pelvic pain ("severe pelvic pain / pain / pain") and gastrointestinal disorder ("bowel problems / bowel problem / gi problem") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder (seriousness criterion medically significant), constipation ("severe constipation / constipation"), dysmenorrhoea ("dysmenorrhea (cramping)") and irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced abdominal pain upper ("pain in left upper quadrant"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced muscle spasms ("leg cramps"), joint swelling ("ankle swelling") and pain in extremity ("leg pain"). In (B)(6) 2012, the patient experienced abdominal pain ("severe abdominal pain / abdomen aching"), back pain ("severe lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine inflammation ("uterus and cervix -chronic inflammation") and metaplasia ("squamous metaplasia"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), diarrhoea ("explosive humiliating diarrhea"), ovarian cyst ("ovarian cyst"), asthma ("asthma"), cervix inflammation ("uterus and cervix -chronic inflammation"), flushing ("flushes"), malaise ("sick") and fatigue ("tired"). The patient was treated with surgery (robotic total laparoscopic hysterectomy (partial) and bilateral salpingectomy), and surgery (hemorrhoidectomy). Essure was removed on (B)(6) 2012. At the time of the report, the salpingitis, vaginal haemorrhage, menorrhagia, abdominal pain upper, irritable bowel syndrome, muscle spasms, joint swelling, headache, ovarian cyst, uterine inflammation, metaplasia, asthma, cervix inflammation, flushing, pain in extremity, malaise and fatigue outcome was unknown, the pelvic pain, gastrointestinal disorder, abdominal pain, back pain, constipation, dysmenorrhoea, alopecia and migraine had resolved and the procedural pain was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, asthma, back pain, cervix inflammation, constipation, diarrhoea, dysmenorrhoea, fatigue, flushing, gastrointestinal disorder, headache, irritable bowel syndrome, joint swelling, malaise, menorrhagia, metaplasia, migraine, muscle spasms, ovarian cyst, pain in extremity, pelvic pain, procedural pain, salpingitis, uterine inflammation and vaginal haemorrhage to be related to essure. The reporter commented: essure insert right fallopian tube with coils trailing into uterine cavity was 2. Opposite tube, essure inserted with expanded coils trailing was 3. Had some symptoms related to her essure implants with a possibly related diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. On (B)(6) 2012, surgical pathology report showed uterus, cervix, tubes. Cervix: chronic inflammation, squamous metaplasia. Fallopian tube, left: chronic inflammation, focal gross: on detaching the left fallopian tube from the body of the uterus, a thin coiled wire is exposed. Right fallopian tube: a thin coiled metal wire is exposed at the point of attachment. * (B)(6) ,2012- urine analysis , stomach x ray ,ultrasound and papsmear test was performed. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, salpingitis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received.:FDA codes were added. Lab data result was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("left unilateral chronic inflammation of fallopian tube") and pelvic pain ("severe pelvic pain / pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), constipation ("severe constipation / constipation"), gastrointestinal disorder ("bowel problems / bowel problem"), dysmenorrhoea ("dysmenorrhea (cramping)") and irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced abdominal pain ("severe abdominal pain"), back pain ("severe lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain upper ("pain in left upper quadrant"), muscle spasms ("leg cramps"), joint swelling ("ankle swelling") and ovarian cyst ("ovarian cyst"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), diarrhoea ("explosive humiliating diarrhea"), uterine inflammation ("uterus and cervix -chronic inflammation"), metaplasia ("squamous metaplasia"), asthma ("asthma") and cervix inflammation ("uterus and cervix -chronic inflammation"). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on(B)(6) 2012. At the time of the report, the salpingitis, vaginal haemorrhage, menorrhagia, abdominal pain upper, dysmenorrhoea, alopecia, irritable bowel syndrome, muscle spasms, joint swelling, migraine, headache, ovarian cyst, uterine inflammation, metaplasia, asthma and cervix inflammation outcome was unknown, the pelvic pain, abdominal pain, back pain, constipation and gastrointestinal disorder had resolved and the procedural pain was resolving. The reporter considered abdominal pain, abdominal pain upper, alopecia, asthma, back pain, cervix inflammation, constipation, diarrhoea, dysmenorrhoea, gastrointestinal disorder, headache, irritable bowel syndrome, joint swelling, menorrhagia, metaplasia, migraine, muscle spasms, ovarian cyst, pelvic pain, procedural pain, salpingitis, uterine inflammation and vaginal haemorrhage to be related to essure. The reporter commented: essure insert right fallopian tube with coils trailing into uterine cavity was 2. Opposite tube, essure inserted with expanded coils trailing was 3. Had some symptoms related to her essure implants with a possibly related diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes on (B)(6) 2012, surgical pathology report showed uterus, cervix, tubes. Cervix: chronic inflammation, squamous metaplasia. Fallopian tube, left: chronic inflammation, focal gross: on detaching the left fallopian tube from the body of the uterus, a thin coiled wire is exposed. Right fallopian tube: a thin coiled metal wire is exposed at the point of attachment. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, salpingitis. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), pain in left upper quadrant, dysmenorrhea ,hair loss, gastrointestinal /digestive problems: diarrhea, bowel problem, irritable bowel syndrome, ankle swelling, leg cramps, migraines /headaches, ovarian cyst, uterus and cervix -chronic inflammation, squamous metaplasia, left unilateral chronic inflammation of fallopian tube, asthma. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe lower back pain"), constipation ("severe constipation"), gastrointestinal disorder ("bowel problems") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a partial hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, back pain, constipation and gastrointestinal disorder had resolved and the procedural pain was resolving. The reporter considered abdominal pain, back pain, constipation, gastrointestinal disorder, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.